Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivering insulin. Customer experiencing high blood glucose. Customer declined troubleshooting. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No noise anomaly during testing noted. Device passed the delivery accuracy test at 0.08600 inches. Device received with pillowing keypad overlay. (B)(4).